Manufacturer narrative:
Since no sample was available for return and no pictures were retained, the defect reported by the customer could not be confirmed. The cause of this defect is presumed to be leakage resulting from uncertain external forces applied to the product. The factory has initiated CAPA #13298111 to conduct a systematic investigation into previous leakage complaints.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. In this MDR, bd columbus, ne has been listed in sections d.3. And g.1. Device(s) manufactured in a facility that does not manufacture devices for the us market.

Event description:
Unopened guide punch leaking.